Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 4.0 x 20, 75cm mustang balloon catheter was advanced for dilation. During second inflation at 20 atmospheres for 60 seconds, the balloon ruptured in a pinhole form at near the center. The device was removed using normal method without issue, and the procedure was completed with a different device. There were no patient complications as a result of this event.